Event description:
Boston scientific received information that this right atrial (ra) lead had been dislodged for some time according to physician's report. Surgical intervention was performed and the lead was explanted and successfully replaced. At that time, the patient's implantable cardioverter defibrillator (ICD) was also electively changed out. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.